Event description:
It was reported that a spectrum pump was alarming for sys error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to evaluate the device in question. When the evaluation is completed, a supplemental report will be submitted.